Event description:
It was reported that two sensors were implanted in one pt. They did not work and each was explanted and replaced. The third sensor worked fine. Refer to medwatch report# 1226348-2001-00105 for the second explanted sensor.